Manufacturer narrative:
Needle detachment.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, while the leg assembly was being pulled, the needle detached from the suture and was captured inside the capio cage. The physician completed the procedure with no complications to the patient, who is reportedly fine.

Event description:
It was reported to boston scientific corporation that approximately 1cm of suture, with the needle at the end, detached from the second leg assembly as the leg assembly was being pulled by the capio device. Reportedly, the suture, with the needle at the end, was captured inside the capio cage following detachment.